Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue of 2 infusion sets cannula being crimped on (B)(6) 2024. The cannula was found to be crimped within 3 or more hours of insertion. The site of insertion was located at upper buttocks. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. No further information available.